Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with episodes of non-sustained right ventricular oversensing observed on the implantable cardioverter defibrillator. Upon examination, it noted that the episodes were caused by post-paced t wave oversensing. Programming changes were discussed but were not performed at this time. The patient did not received any inappropriate high voltage therapy during the oversensing episode.